Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Pt reported obtaining back-to-back blood glucose results of 94 mg/dl and 189 mg/dl, on the advantage system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the sys. Technical support requested the return of the suspect prod and replacement prod was shipped. Advantage sys: meter serial #, strip lot, and exp date unk.